Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic treatment, procedure was completed as planned. By deleting old patient studies data. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿system¿s hard disk full error¿. Review of the log file showed that malfunction in frontal ip-pc. After functional investigation, fse, replaced hard disk. Recreated image store for frontal and kept system under observation. However, issue occurred again and fse replaced ippc and hdd with recreating image frontal. The system returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the there was hard disk full error. The system was in clinical use. No harm has been reported to philips. Troubleshooting actions showed a problem with the image disk. The fse replaced the hard disks, recreated the image storage and returned the system to use in good working order.